Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer stated the reservoir was not filling completely with insulin. The customer was unable to complete troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 opened/used reservoir. Perform pre-fill test to 1 of 2 reservoirs. Bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Reaming 1 of 2 reservoirs was unable to verify air bubbles anomaly due to barrel was missing. Only transfer guard and plunger were returned. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.